Event description:
The customer reported that the there were no audible tones coming from the mx40 telemetry device. There was no report of patient injury or harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the there were no audible tones coming from the mx40 telemetry device. No adverse patient impact reported.